Event description:
The customer reported that the images pulled up on the monitor were black and blurry.

Manufacturer narrative:
The ge service rep found that the system was on when he arrived showing the thumbnail images on the right monitor that looked good. The image pulled up on the left monitor was blurry, with black and white snow all over image. The fluoro'd and image looked the same blurry, with black and white snow. He ordered a midas pcb and camera. The rep removed and replaced the midas pcb and reassembled the workstation. He tested the system by pulling up images with no problems and images look like they are supposed to. He fluoro'd and saved the images with no problems. Let system stay on for a while to check for any heat related intermittent problems. After additional testing, the system is operating as intended.